Manufacturer narrative:
E1: reporter phone number: (B)(6). An analysis was performed by a philips authorized service provider (asp), who went onsite to evaluate the unit. The asp identified a faulty avalon toco transducer and it was replaced. Afterwards the device returned to working specification and was placed back into service. Based on the information available in the case and provided by the philips asp, the cause of the reported problem was confirmed to be the faulty avalon toco transducer. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported incorrect values were displayed. The device was in use on a patient at the time of the event, there was no adverse event reported.